Manufacturer narrative:
(B)(4). Batch # m55v0p. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: procedure: lap. Rectum. The device did not staple and did not cut on tissue. Surgeon tried another reload, same issue. Surgeon took another device from same lot with same issue: device did not cut and did not staple on tissue. Then surgeon decided to finish the procedure with and hand-sewn anastomosis. There were no negative patient consequences reported. No further information is available.

Event description:
It was reported that during a laparoscopic rectum procedure, instrument did not fire at all. The surgeon tested it out of the patient; instrument fired normally, reloaded it and tried again inside the patient. The instrument did not fire at all, so they removed it. Suture by hand and converted to open was used to complete the procedure. No further information is available.